Event description:
It is reported that the pessary was too rigid. When insertion was attempted, the pt experienced discomfort and insertion was difficult, so the partially inserted pessary was withdrawn.